Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. During an attempted firmware upgrade, the device went into backup vvi. The patient experienced shortness of breath, palpitations, and fatigue. The device was restored to the previous firmware. Patient was stable.